Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. All buttons were tested while navigating the menus, and they all worked properly. 0.0 can be seen when programing a basal. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. Successfully downloaded history files and traces using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on (B)(6) 2025 matches the bolus amount delivered at 00:02:06.000 with 0.025 u delivered, 00:07:05.000 with 0.05 u delivered, and 00:12:07.000 with 0.075 u delivered. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with allegation of a device malfunction, keypad/button unresponsive/button error. The customer reported blood glucose value of 280 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed and the customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.